Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device is experiencing low impedance. It was also reported that there appears to be lead insulation breakdown. The lead remains in place. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device is experiencing low impedance. It was also reported that there appears to be lead insulation breakdown. It was further reported that the right ventricular (rv) lead exhibited high threshold with noise seen on the lead in unipolar mode. The rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.